Event description:
On (B)(6) 2013, the patient reported that the menu and check buttons on her infusion device were only functioning intermittently. She changed the battery in the device, but the problem persists. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.